Event description:
Reporter stated that patient received the following results on the aviva system compared to a professional meter within 10 minutes: 1. 6.2 mmol/l (aviva system) and 1.0 mmol/l (professional meter) 2. 11.0 mmol/l (aviva system) and 4.8 mmol/l (professional meter) sets of results were taken at different times. The customer had taken her normal insulin dosage (13 units of humalog) 5.5 hours prior to these results at 5:00 pm. At 10:30 pm, the customer "collapsed." At that time, the customer's husband tested her on the device and received the 6.2 mmol/l result. The ambulance was called and the subsequent results were then obtained. No treatment was provided by the paramedics. The customer had taken "a lot of sugary stuff" and felt better. She was not transported to the hospital and is currently fine. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).